Event description:
A customer reported unexpected negative reaction on the echo. The sample had an anti-c and anti-e.

Manufacturer narrative:
A service call was made. The reagent probe was replaced. The sample was re-tested and resulted as expected. The instrument is operating within specifications.